Manufacturer narrative:
Qn#(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the jaws of the applier were found misaligned before use. Therefore, a new unit was used instead. There was no reported injury.

Manufacturer narrative:
(B)(4). The DHR for the returned instrument was reviewed and found complete without any irregularities. This instrument was produced at the tecomet, inc. Kenosha wi facility as part of a (B)(4). Lot in december of 2021. It was found that this order was made from the correct materials and components and all approved processes were followed. Evaluation of the returned instrument shows that the jaw tips are slightly misaligned with each other in the closed position therefore we are able to validate this complaint. Further functional evaluation shows that this instrument is able to pick-up, retain, close and release multiple clips both with and without using the silastic test tubing. We are unable to determine what caused the tips to be slightly misaligned in the closed position but mishandling of this device at the end user's facility is suspected. All (B)(4) instruments from this lot were 100% visually inspected and function tested prior to shipment to the customer as this is a standardized procedure at this facility for this product line. Due to these findings, no further actions will be taken in response to this complaint and this record will be deemed closed.

Event description:
It was reported that the jaws of the applier were found misaligned before use. Therefore, a new unit was used instead. There was no reported injury.